Event description:
As reported by customers solicitor: on or around (B)(6) 2008 the claimant underwent a left hip replacement with a follow up operation on or around the (B)(6) 2009. It is submitted that the implants supplied were defective and due to the same the claimant's hip became infected subjecting the claimant to worsening hip pain from (B)(6) 2023 onwards. Following investigations, it was discovered that corrosion of the implants was the cause of the ongoing infection/symptoms necessitating the removal and replacement of the defective implants. This revision surgery took place in (B)(6) 2023. Update as per medical review: a loose acetabular component was also noted.

Manufacturer narrative:
An event regarding infection & loosening involving a trident shell was reported. The event was confirmed via medical review. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Medical records evaluation: a review of the provided medical records by a clinical consultant indicated: event confirmation: "a primary tha can be confirmed. A return to the or and head and liner exchange can be confirmed. Revision surgery can be confirmed. Increased metal levels and some corrosion at the trunnion was documented. Infection was confirmed. A loose acetabular component was also noted. Recall cannot be confirmed. Root cause: the root cause of the primary tha was the root cause of the presumably oa but cannot be defined. The root cause of the wash out was concern for infection. The root cause of the revision surgery cannot be stated as it was proposed for ¿corrosion¿ some of which was found, but infection appeared to be the actual cause of the hip problem. Subsequent revisions were due to infection." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 1 other similar event for the lot or sterile lot referenced. This event is for the same patient/device; therefore, no lot commonality is required. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: event confirmation: "a primary tha can be confirmed. A return to the or and head and liner exchange can be confirmed. Revision surgery can be confirmed. Increased metal levels and some corrosion at the trunnion was documented. Infection was confirmed. A loose acetabular component was also noted. Recall cannot be confirmed. Root cause: the root cause of the primary tha was the root cause of the presumably oa but cannot be defined. The root cause of the wash out was concern for infection. The root cause of the revision surgery cannot be stated as it was proposed for ¿corrosion¿ some of which was found, but infection appeared to be the actual cause of the hip problem. Subsequent revisions were due to infection." A microbiological assessment was completed by a stryker microbiologist who indicated: "staphylococcus epidermidis have been identified as cause of infection of patient. Staphylococcus epidermidis, coagulase-negative staphylococci, have been considered innocuous commensals of human skin and mucous membranes but are now accepted as the leading opportunistic pathogens responsible for numerous nosocomial infections. In particular, they account for 30 to 43% of joint prosthesis infections. The current accepted pathophysiological mechanism of s. Epidermidis orthopedic device infection is the direct inoculation of skin colonizing strains at the time of surgery. Stryker can confirm that the origin of infection cannot have been the implants used for this tha surgery. Plastic (ultra-high molecular weight polyethylene) hip implants are gammairradiated between 25-35kgy for sterility assurance level (sal) of 10-6. Metal hip implants are gamma-irradiated between 25-45kgy for sal 10-6. X3 hip implants are subjected to overkill sterilisation cycles demonstrating sal 10-6 at half-cycle parameters. Conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that staphylococcus epidermidis could have originated from the implants."